Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while the surgeon was using the device, it was noticed that the blade would come out when pulled the trigger, even though the surgeon did not close the jaws, nor pushed the safety bar; but there was no problem while it was being used. It was then replaced with a new product because it was defective. There was no patient injury.